Manufacturer narrative:
Findings: pump received with operating currents within specification. Pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that there is crack on screen starting at top left quarter and does not how damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer was admitted to the hospital for high blood glucose and chest pain. Customer insulin pump was removed at the hospital and was given rapid acting insulin to treat.

Manufacturer narrative:
The pump passed the delivery accuracy test.